Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the extension fracture and lead migration was unknown. It was reported that these issues had been resolved. The patient's weight was unknown. It was reported that the whole system was replaced on (B)(6) 2017 and was returned. It was reported that the replacement resolved the patient's loss of therapy. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial#: (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID :3778-45, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient had been getting good relief but the patient's migraines have returned. The rep stated that the patient was seen in the office and the device was checked showing open circuits so a revision was scheduled. The rep did not think that the device was reprogrammed between determining there were impedance issues and the revision. The rep had just checked ins in pre-op and confirmed that circuits 0-15 were all showing greater than 10k ohms at 0.7v and greater than 20k ohms at 1.5v. The rep wanted to ensure that they covered all troubleshooting steps before going into the operating room. There were no reported falls or trauma associated with the failure. It was reviewed that the multi lead trialing cable (mltc) could be used to troubleshoot individual components. It was reviewed that is issue is likely not with the ins itself but it is possible something became disconnected to cause all 16 contacts to be open. It was suggested that impedances be tested at 3 volts, and that different reference electrodes be tried. Additional information received stated that the entire system would be replaced. The extension wires were both severed and the leads had moved from their original implant location. There were no reported complications and no further complications were expected. Patient was implanted for headaches.